Event description:
Attempted to d/c bard foley catheter. 5cc water removed. Tubing collapsed with no water out. Catheter cut above pigtail juncture. No more water out. Still can't remove. Urologist consulted. Awaiting urologist, pt out of bed, foley draining clear yellow urine. Pt returned to bed. Foley was dangling out and balloon was visible outside of urethral meatus near labia minora. Balloon slightly inflated with water still inside balloon. Foley catheter intact, no visible damage noted to urethral meatus.